Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain. The pump contained dilaudid with an unknown concentration and dose. It was reported the patient saw error code 8476 on (B)(6) 2017 on their personal therapy manager (ptm) meaning motor stall. The patient had heard the pump alarm; a two tone alarm. The patient stated he had not had a magnetic resonance imaging (MRI) procedure or hospital visit. The patient was going to follow up with their health care provider (hcp). No patient symptoms were reported. The patient had a new managing physician. Additional information received from the patient¿s wife on (B)(6) 2017 reported they couldn¿t get hold of the hcp, and they weren¿t in that day. The patient¿s wife stated they didn¿t know what to do as the patient was feeling ¿pretty crappy.¿ the patient¿s wife stated she didn¿t know if the manufacturer had a way to contact the hcps.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-jan-25. The log report showed a motor stall. The cause of the motor stall was unknown. The actions/interventions taken were a replacement that was unscheduled. The issue had not been resolved. The logs showed that a motor stall occurred and stopped pump period may exceed tube set occurred. The patient was receiving 30.0 mg/ml dilaudid at a total dose of 14.309 mg/day (11.503 mg/day with no boluses). The elective replacement indicator (eri) was at 28 months. The dose was changed to 3.998 mg/day just in case it turned on. A motor stall occurred on (B)(6) 2017 at 01:54 and stopped pump period may exceed tube set occurred on (B)(6) 2017 at 01:54. Additional information was received on (B)(6) 2017 from a healthcare provider (hcp) via a manufacturer representative. The pump was explanted on (B)(6) 2017 and replaced. The issue was resolved at the time of the report and the patient status was alive with no injury. The patient was receiving 30.0 mg/ml dilaudid at a dose of 1.5 mg/day.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2017 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously applied conclusion code is no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.